Manufacturer narrative:
Patient diagnosed with bilateral capsular contracture, baker grade iii. Both devices removed and replaced with identical implants.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade iii. This report for left-side device.